Event description:
Customer sent an email claiming a warranty replacement, but no information was provided on the device failure.

Manufacturer narrative:
No information has been received about the failed product yet. No information on model number, serial number or UDI.